Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24350. It was reported the pt desired to have her scs system explanted. Surgical intervention took place to explant the scs system. The reason for the explant is ineffective pain relief.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.